Manufacturer narrative:
Complaint (B)(4): no samples were received for evaluation. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. The complaint is closed as cannot be determined. The MDR was originally submitted in (B)(6) 2025 but failed transmission due to an internal clerical error involving duplication of the assigned manufacturer report number, which led to the failure of the initial submission. The error was not detected at the time and was subsequently identified during a comprehensive review of all mdrs submitted in 2025. MDR is being resubmitted immediately upon discovery, and a root cause investigation has been initiated to determine areas for correction and enhancement within our internal MDR preparation and submission process.

Event description:
The customer reported an issue with the tubes; they are not consistently filling all of the way. It appears there is an issue with the vacuum occurring since (B)(6). Tubes fill to either the very bottom of the arrow (acceptable) or to just halfway filled. Winged needle used with a full discard tube collected prior. Tubes held in holder by pressing with thumb for complete vacuum fill per IFU.